Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis restarted and the screen kept switching between a blue screen and a black screen. A technical support specialist (tss) dialed into the station and checked the device, confirming it was working fine. The tss confirmed with the customer that there were no issues with the device. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es restarted then the screen kept switching between blue screen and black screen. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.